Event description:
The customer reported that the unit will not power up.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automated external defibrillator (AED) and the actual device involved was returned by the customer. Testing of the device confirmed the device would not power up. The cause of the failure was due to an ic (integrated circuit) chip that is used as a flash memory device on the main board that, when failing, will not allow initialization of the system. To resolve the issue, the main board was replaced. Upon the board replacement, the device passed all acceptance testing.